Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient was in the hospital on (B)(6) 2019. The system was checked during the follow up. The implantable neurostimulator (ins) worked fine and integrity checks were okay. No product problems could be identified. It was noted that the issue concerning ins functionality was resolved. The physician and patient did not suppose the ins system was the source of the neurological problem.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they had experienced a cold sensation, electrifying skin sensation (whole body), wavy pain sensation, loss of energy, high ear pressure. There were neurological problems. The cause of the symptoms was not identified at the time of the report. It was noted that the patient turned their device off in (B)(6) 2018 and their symptoms had slightly reduced. No environmental/external/patient factors where known that may have led or contributed to the issue (ex. Falls, emi, patient compliance). No actions were taken as interventions. The issue was not resolved at the time of report. The stimulation ran with 80 hz. The leads were epidural sacral (implanted retrograde) for tail bone. The patient did not want to turn stimulation off or to reprogram as the therapy was effective. No further complications were reported/anticipated.